Manufacturer narrative:
The ldh reagent information was not provided. The field service engineer (fse) found that the pressure gauge had become unstable and replaced the gear pump head, and also found a pinhole in a rinse head tube and replaced the tubing. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ldh results for 1 patient sample on a cobas 8000 c702 module. The customer had set up duplicate testing for ldh as they had been having qc issues on another testing line. The initial result was 593 iu/l. The repeat result was 282 iu/l.